Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump was shaking severly, with or without tubing installed. The user also reported, the motor was noisy when the pump's rotation speed was 250 rpm. The roller pump was used to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated, but not yet begun.